Manufacturer narrative:
H.6. Investigation: one open 32g x 4mm pen needle sample was returned from an unknown lot. No., cat. No. 320136. Visual examination was carried out on the returned sample and a broken patient end of cannula was observed. Damage to the hub post was also observed. Due to the condition the sample was returned no clog testing could be carried out. No DHR review can be carried out as lot number is unknown. As the sample returned was open and no lot number was provided it is not possible to confirm this defect to be manufacturing related. H3 other text : see h.10

Event description:
It was reported that unspecified bd¿ pen needle was not working properly. This was discovered before use. The following information was provided by the initial reporter: when customer injecting, the button on the pen was hard to press.

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that unspecified bd¿ pen needle was not working properly. This was discovered before use. The following information was provided by the initial reporter: when customer injecting, the button on the pen was hard to press.